Event description:
Ous MDR - after an implant period of approximately 26 months, oversensing with inappropriate shocks was reported. The lead was capped and part of it remains in the body. A fragment was returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The distal lead fragment, including the shock electrodes and the tip electrode, was not available for analysis. The returned fragment was examined visually, mechanically, and electrically. Signs of abrasion could be seen at several sites of the lead fragment, as was mentioned in the clinical complaint. However, the insulation was intact at those sites. The signs of abrasion are most likely due to friction against the generator. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. The examination of the provided lead fragment did not show any deviations that could be the cause for the oversensing complained about. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.